Manufacturer narrative:
No product returning for evaluation. Attempts hav been made to obtain all event info. Should new info become available, a follow up MDR will be submitted.

Event description:
Received info stating that customer received an altitude alarm during asal delivery. Reportedly, there was no impact to customer's blood glucose level.